Event description:
Near field noise and out of range impedances on lead. Lead remains implanted but will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We were informed that this lead was explanted on (B)(6) 2020. No adverse patient events were reported. Upon receipt the lead was found cut 53 cm proximal to the lead tip. A distal lead fragment was received for analysis. Explantation aids were still inserted in and mounted on the distal lead fragment. The performance of the lead fragment was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular 11 cm and 23 cm proximal to the lead tip the insulation was found damaged due to wear. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation 42 cm proximal to the lead tip most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
We were informed that this lead was explanted on (B)(6) 2020. No adverse patient events were reported. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.